Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The 8d team leader performed a device history record¿s review (DHR) including a review of all data collected during in process and quality inspections. This review did not identify any non-conformance or specific event related to the reported condition. The involved batches were not subjected to re-inspection and no deviation was open in regards to the reported condition. Bd manufactured and released according to applicable procedures and specifications. The batches involved in this complaint meet all acceptable quality level (aqls). Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined.

Event description:
It was reported that a bd blunt fill needle with filter had foreign matter. The following was reported, "it was reported that after extraction of the solution via needle a particle was found in the solution."